Manufacturer narrative:
As reported in a research article, a case of pda closure using the amplatzer vascular plug ii. Information from the field indicated that during a pda closure procedure, multiple amplatzer vascular plug devices were attempted. An initial 8 mm avp ii migrated into the left pulmonary artery after detachment. A 10 mm plug ii was then tried but proved unstable and was removed. Subsequently, an 8 mm plug I was implanted but shifted toward the pulmonary artery and was also removed. Finally, a 10 mm plug I was successfully implanted, though a residual shunt was observed on post-procedure angiography. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the instructions for use, amplatzer vascular plug ii stated "intended use: the amplatzer¿ vascular plug ii is indicated for arterial and venous embolization's in the peripheral vasculature." This is considered as an off-label use of the device, and the account was aware that it was an off-label use. Therefore, a letter will not be sent out to the accountant. Literature attachment: a case of pda closure using the amplatzer vascular plug I b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "a case of pda closure using the amplatzer vascular plug I", was reviewed. The article presented a case study of a 10-day-old male patient with a history of tachypnea and pulmonary hypertension resulting from a patent ductus arteriosus (pda). An 8mm amplatzer vascular plug ii was chosen for implant on an unknown date. During the procedure the right lobe of the plug was positioned outside the ductus, but upon detachment the plug migrated into the left pulmonary artery. A 10mm amplatzer vascular plug ii was chosen for implant. During implant the central lobe did not remain stable within the pda and tended to shift toward either the pulmonary artery or aortic side and resulted in significant protrusion. The 10mm plug was removed from the patient and replaced with an 8mm amplatzer vascular plug I. During implant, due to tension on the delivery wire, the plug shifted toward the pulmonary artery side. The 8mm plug was removed from the patient and replaced with a 10mm amplatzer vascular plug I, which was successfully implanted. Post-implant a residual shunt was noted under angiography. [The primary and corresponding author was ken nakano, seirei hamamatsu general hospital, shizuoka 4308558, japan]

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "a case of pda closure using the amplatzer vascular plug I", was reviewed. The article presented a case study of a 10-day-old male patient with a history of tachypnea and pulmonary hypertension resulting from a patent ductus arteriosus (pda). An 8mm amplatzer vascular plug ii was chosen for implant on an unknown date. During the procedure the right lobe of the plug was positioned outside the ductus, but upon detachment the plug migrated into the left pulmonary artery. A 10mm amplatzer vascular plug ii was chosen for implant. During implant the central lobe did not remain stable within the pda and tended to shift toward either the pulmonary artery or aortic side and resulted in significant protrusion. The 10mm plug was removed from the patient and replaced with an 8mm amplatzer vascular plug I. During implant, due to tension on the delivery wire, the plug shifted toward the pulmonary artery side. The 8mm plug was removed from the patient and replaced with a 10mm amplatzer vascular plug I, which was successfully implanted. Post-implant a residual shunt was noted under angiography. [The primary and corresponding author was ken nakano, seirei hamamatsu general hospital, shizuoka 4308558, japan].